Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that 16 polaris screws were found to have disassembled postoperatively after the patient reported pain and discomfort. A revision was preformed where all screws were removed and replaced with alternate polaris screws. Additionally, during the revision, all 16 plugs were found to have migrated or loosened from the screws. There were no additional patient impacts reported. This is report sixteen of sixteen.

Event description:
It was reported that 16 translating screws were found to have disassembled postoperatively after the patient reported pain and discomfort. A revision was preformed where all screws were removed and replaced with standard polyaxial screws. There were no additional patient impacts reported with this event. This is report sixteen of sixteen for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for 16 returned translation screws for the reported failure of trolley failure due to reaction with spf, allowing the screws to disassemble in-vivo. The dhrs were reviewed. There are no indications of manufacturing issues that would have contributed to this event and the screws were likely conforming when they left zimmer biomet¿s control. The associated IFU was updated and the user was notified. An internal CAPA is investigating the cause.

Event description:
A subsequent additional update was reported stating that the patient has not passed away but was admitted to the emergency room for a l5 pedicle fracture and vertebral body fracture and was reported to be bedridden. No procedures have been scheduled, and the most recently received update was that the patient was discharged from the hospital.

Event description:
It was reported that 16 polaris screws were found to have disassembled postoperatively after the patient reported pain and discomfort. A revision was preformed where all screws were removed and replaced with alternate polaris screws. Additionally, during the revision, all 16 plugs were found to have migrated or loosened from the screws. There were no additional patient impacts reported. Additional information was provided which stated the patient has passed away due to covid-19 and it is not believed that the polaris construct contributed to the patient¿s passing. This is report sixteen of sixteen.

Manufacturer narrative:
Additional information: b2, b5, h1, h6 (patient code).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00360 to 3012447612-2020-00375.

Event description:
It was reported that 16 polaris screws were found to have disassembled postoperatively after the patient reported pain and discomfort. A revision was preformed where all screws were removed and replaced with alternate polaris screws. Additionally, during the revision, all 16 plugs were found to have migrated or loosened from the screws. There were no additional patient impacts reported. This is report sixteen of sixteen.